Event description:
It was reported by the rep the device was used during a laparoscopic appendectomy. It was reported the device did not fire. The reload was replaced with a second (or they pulled second device) and fired on a laparoscopic sponge and it worked fine. Reloaded and results unk. The device was discarded. There was no consequence to the pt.